Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the pacemaker was explanted due to off label use. The field representative later reported that the device was being used as a temporary pacemaker for a transcatheter aortic valve replacement (tvar) procedure, and was removed once the patient's heart block had been resolved. They also noted there were no device malfunctions, and the procedure was successfully completed. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the pacemaker was explanted due to off label use. No additional adverse patient effects were reported.